Event description:
It was reported that the patient presented to the emergency with bradycardia. The device was unable to be interrogated using inductive telemetry. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found depleted. Destructive analysis of the battery cell found no defects. The hybrid circuitry was tested using an external power source, and results indicated normal current drain. Electrical and mechanical tests, including telemetry communication and output verification did not identify any functional issues. The abnormal battery depletion is consistent with an integrated circuit anomaly within the hybrid.